Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced their ipg at eol, replacement surgery took place (B)(6) 2023. There were no complications and surgery was restored.

Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.